Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#:(B)(4).

Manufacturer narrative:
Corrected data: g4 - date received by manufacturer: 03-nov-2019 should be corrected to 04-nov-2019 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.0/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.